Event description:
On 04/08/2025, it was reported by an arthrex employee via (B)(4) that an ar-6420cds dissector shaver blade broke. This was discovered during the case. There were no fragments and another device was used to complete the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The failure is most likely attributed to user error, specifically due to excessive side-loading force applied to the tip of the device. This force can cause the inner tube to break and result in the bending or warping observed on the outer tube. The complaint was confirmed based on the customer's attached picture, which shows the device disassembled, with the inner tube missing the tip and the outer tube bent/warped.